Event description:
It was reported that the patient's insulin pump stopped working and the screen went black, failing to turn on despite troubleshooting efforts. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.